Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was receiving fentanyl and clonidine at unknown doses and concentrations via an implantable pump for spinal pain. It was reported that in (B)(6), the patient's healthcare professional (hcp) stepped down from their practice and the patient was trying to find another hcp. The patient's old hcp had given her 5 referrals and she found one, but her pump was now on low reservoir, it was beeping, and there were no plans to get it filled yet. The event date was noted to be (B)(6) 2017 at 3 am. The patient was to follow up with a hcp once she found one. The patient had called her pentech nurse, who said the patient would have to get the pump filled with saline. Additionally it was stated the pump had 3.7 days and the patient would go through withdrawal. It was noted the patient was scheduled for a pump replacement in 2018. The patient currently had no symptoms. It was noted the patient had been "down with pneumonia" and she had talked with her primary hcp about it, who is trying to help her find a hcp or see if he could assist in some way. No further issues were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received and it was reported that the patient and the patient¿s family wanted the pump either stopped, min rate mode or programmed to off state as they were looking to permanently discontinue therapy and no longer want to hear the pump alarming as it is currently empty due to not being able to find a new physician to manage the pump. The pump off pass code was given to the company representative. No further complications were reported.